Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to noise that was being oversensed and the device was programmed to 2x gain. Secondary vector failed in both upright and supine during auto setup. Chest x-rays were performed and it was noted that the electrode is very superior on the sternum. No reprogramming options were made at this time, so the plan is to leave it in alternate vector. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to noise that was being oversensed and the device was programmed to 2x gain. Secondary vector failed in both upright and supine during auto setup. Chest x-rays were performed and it was noted that the electrode is very superior on the sternum. No reprogramming options were made at this time, so the plan is to leave it in alternate vector. At this time, the system remains in service. No additional adverse patient effects were reported. Additional information was received which reported there was another untreated episode in which there was noise being oversensed. The device is programmed to alternate with 1x gain and smart pass is programmed on. Technical services informed that it could be myopotential and to see what the patient was doing at the time of the event. Ts recommended increasing the smart charge. The clinician will address with the physician. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the patient was evaluated in the office and the representative could recreate with isometrics. Technical services (ts) discussed programming options. The representative will be getting x-rays. Ts recommended a revision or may consider a transvenous device. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to noise that was being oversensed and the device was programmed to 2x gain. Secondary vector failed in both upright and supine during auto setup. Chest x-rays were performed, and it was noted that the electrode is very superior on the sternum. No reprogramming options were made at this time, so the plan is to leave it in alternate vector. At this time, the system remains in service. No additional adverse patient effects were reported. Additional information was received which reported there was another untreated episode in which there was noise being oversensed. The device is programmed to alternate with 1x gain and smart pass is programmed on. Technical services informed that it could be myopotential and to see what the patient was doing at the time of the event. Ts recommended increasing the smart charge. The clinician will address with the physician. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the patient was evaluated in the office and the representative could recreate with isometrics. Technical services (ts) discussed programming options. The representative will be getting x-rays. Ts recommended a revision or may consider a transvenous device. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported that this lead was explanted, and a new lead was implanted mid sternum. The current implanted device remains in service. It was noted that this lead was bent or kinked. The lead is expected to be returned. No additional adverse patient effects were reported.